Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant the patient experienced perforation, tamponade, diaphragmatic stimulation, pericardial effusion and had the perforation confirmed by echocardiogram. It was also noted that the right ventricular (rv) lead experienced high thresholds. Pericardial tapping was performed. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.